Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced swelling and an infection at the sensor site. Customer had contact with a healthcare professional who had squeezed pus out of the infection site and disinfected the area. No medication was provided or prescribed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Observed adhesive was not returned. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced swelling and an infection at the sensor site. Customer had contact with a healthcare professional who had squeezed pus out of the infection site and disinfected the area. No medication was provided or prescribed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.